Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) provides guidance regarding controller visual and auditory alarms. The "no power" alarm provides a loud continuous auditory alarm that users are unable to mute. The IFU explains that this critical alarm indicates that the controller is not providing power to the pump and that the pump has stopped. They are instructed that potential actions to resolve the issue include connecting two new power sources, exchanging the controller and contacting clinical support. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual warn the user to not operate the controller in temperatures less than -20c (-4f) or greater than 50c (122f) or the controller may fail. In addition the IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. The patient manual also instructs the user to call their doctor immediately if they notice a sudden change in how the pump works, feels or sounds (even if there is no alarm). Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced anxiety and annoyance when a continuous tone alarm that occurs when both batteries are disconnected was triggered on the ventricular assist device (vad) controller at approximately 2300. The patient also noticed that the controller felt "a little hot." The controller screen was normal and read out speed, power, and flow, and both battery charge indicators were functioning appropriately by showing the battery charge status. There were no alarm conditions showing on the controller. The controller was exchanged and the new controller worked appropriately. Even after the exchange, the previous controller continued to produce the continuous tone alarm until the internal battery died. Attempts were made to connect the silencer and battery, have the controller start-up, and disconnect the battery to stop the tone, all to no avail. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the controller experienced a the events of "overheating" and "no power alarm". Controller (B)(4) was returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual inspection and functional testing. For the event of "overheating"; the controller was allowed to run for extended period of time. Results revealed that the controller's surface temperature felt normal to the touch. Internal analysis of the controller did not reveal any abnormalities. Additionally, thermal readings of the controller were normal. As a result, the controller operated as expected. For the event of "no power alarm" with batteries connected could not be verified at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.